Manufacturer narrative:
An outside of the united states (ous) customer called a siemens customer care center (ccc) and reported that a falsely elevated troponin I-ultra (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The quality control (qc) was acceptable at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the calibration slope was high out of range. Calibration was performed and was found to be acceptable. On subsequent visits, the cse determined the waste membrane aspiration pump and membrane aspiration probe malfunctioned and replaced the parts. Then, qc and patient sample precision were performed and recovered acceptably. The cause of the falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated troponin I-ultra (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate advia centaur xp instrument. The repeat result was lower than the erroneous result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni-ultra patient result.